Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported thet, the patient faced issue of infusion set being kinked between (B)(6) 2024. The event occured 3 or more hours after insertion, after being in use for 3-4 hours, site of insertion being abdomen. The event was resolved by replacinf infusion set and replacing insulin. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available